Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib fault 76" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib fault 76" and "defib disabled" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5. Evaluation: the device was returned to zoll medical singapore for evaluation. A video of the customer's report was provided. However, the reported problem was not duplicated during testing. The device was subjected to bench handling, power cycling, and funtional stress test without duplicating the report. The pace/defib engine board was replaced as a precaution. The device was recertified and returned to the customer. The acitivty log was not available as part of this investigation. Analysis of reports of this type has not been identified an increase in trend.